Event description:
It was reported that when inserting the screw in the tibia it broke. No patient injuries were reported.

Manufacturer narrative:
Due to no product was returned the complaint could not be confirmed. Evaluation and investigation were not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. If relevant information becomes available to assist with traceability, the complaint will be revisited. Evaluation codes updated.

Manufacturer narrative:
One sterile 7207681 9x25mm biorci-ha screw returned. The screw is used. Dimensional inspection verifies that this is a 9x25mm product. It is one year old. The complaint indicated ¿when inserting the screw in the tibia it broke¿. The head and proximal areas are in good condition. There is an approximately 1.25mm piece missing from the distal tip of the product. It was not in the package. The distal threads are beginning to compress and roll over from resistance. This is where the threads are damaged. The physical condition indicates difficulty with proper insertion. No root cause related to the manufacturing of this device can be confirmed.